Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose of 10 mg/dl and were hospitalized. Blood glucose at the time of call was 23 mg/dl. The customer was currently at the hospital and the nurse checked the settings. Troubleshooting found that drive support cap was normal and advised customer to speak with their doctor about the low blood glucose.